Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent anastomosis of duodenum and gastrojejunum on (B)(6) 2015 and suture was used. During the procedure, the surgeon opined that the suture knots untied or loosened a few times. On (B)(6) 2015, the patient experienced a duodeno-gastric fistula and underwent re-operation. During the re-operation, the surgeon opined that the suture appeared broken. Re-suturing and drainage were performed. The patient is reported to be in stable condition.